Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to wear and tear. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Event description:
On 03/30/2022, it was reported by a sales representative via email that while using a 4 hole 1/3 tubular plate with compatible 3.5 ss kreulock, the locking threads did not catch as the screw was advanced through the plate. The screw advanced freely to sink below the level of the plate and surgeon was unable to reverse the screw out. It was concluded that stability was substantial and surgeon left the screw in, though it advance deeper than the locking head should have allowed. This was discovered during a procedure on (B)(6) 2022.